Manufacturer narrative:
The complaint investigation for falsely elevated architect total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Ticket and trending review did not identify trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and found to sufficiently address the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect total bilirubin reagent lot 62230uq06, was identified.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c16000 for multiple patient samples. The following data was provided (customer¿s reference range <20 umol/l): sample ID (B)(6) initial result = 227 umol/l, repeat = 9 umol/l. Sample ID (B)(6) initial result = 219 umol/l, repeat = 6 umol/l. Sample ID (B)(6) initial result = 59 umol/l, repeat = 9 umol/l. Sample ID (B)(6) initial result = 159 umol/l, repeat = 18 umol/l. Sample ID (B)(6) initial result = 85 umol/l, repeat = 6 umol/l. Sample ID (B)(6) initial result = 84 umol/l, repeat = 10 umol/l. Sample ID (B)(6) initial result = 44 umol/l, repeat = 4 umol/l. Sample ID (B)(6) initial result = 56 umol/l, repeat = 6 umol/l. Sample ID (B)(6) initial result = 62 umol/l, repeat = 11 umol/l. Sample ID (B)(6) initial result = 135 umol/l, repeat = 19 umol/l. Sample ID (B)(6) initial result = 76 umol/l, repeat = 14 umol/l. Sample ID (B)(6) initial result = 84 umol/l, repeat = 9 umol/l. Sample ID (B)(6) initial result = 96 umol/l, repeat = 10 umol/l. Sample ID (B)(6) initial result = 66 umol/l, repeat = 8 umol/l. Sample ID (B)(6) initial result = 74 umol/l, repeat = 6 umol/l. Sample ID (B)(6) initial result = 114 umol/l, repeat = 10 umol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (sample ID) (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c16000 for multiple patient samples. The following data was provided (customer¿s reference range <20 umol/l): sample ID (B)(6) initial result = 227 umol/l, repeat = 9 umol/l; sample ID (B)(6) initial result = 219 umol/l, repeat = 6 umol/l; sample ID (B)(6) initial result = 59 umol/l, repeat = 9 umol/l; sample ID (B)(6) initial result = 159 umol/l, repeat = 18 umol/l; sample ID (B)(6) initial result = 85 umol/l, repeat = 6 umol/l; sample ID (B)(6) initial result = 84 umol/l, repeat = 10 umol/l; sample ID (B)(6) initial result = 44 umol/l, repeat = 4 umol/l; sample ID (B)(6) initial result = 56 umol/l, repeat = 6 umol/l; sample ID (B)(6) initial result = 62 umol/l, repeat = 11 umol/l; sample ID (B)(6) initial result = 135 umol/l, repeat = 19 umol/l; sample ID (B)(6) initial result = 76 umol/l, repeat = 14 umol/l; sample ID (B)(6) initial result = 84 umol/l, repeat = 9 umol/l; sample ID (B)(6) initial result = 96 umol/l, repeat = 10 umol/l; sample ID (B)(6) initial result = 66 umol/l, repeat = 8 umol/l; sample ID (B)(6) initial result = 74 umol/l, repeat = 6 umol/l; sample ID (B)(6) initial result = 114 umol/l, repeat = 10 umol/l. No impact to patient management was reported.